Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction sys. During advancement of the stent through the obstructed area, resistance was encountered. Once the stent was in place, resistance in removing the guiding catheter of the introduction sys from the stent was encountered. Additionally, buckling of the pushing catheter (of the introduction sys) occurred. Although resistance in removing the introduction sys was encountered, stent placement was successful. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Eval: our eval of the returned device confirmed the report as it was described. The pushing catheter of the introduction sys has buckled areas throughout the length of the device. A 10 french cotton-leung biliary stent from our shelf stock was advanced onto the guiding catheter of the introduction sys. The stent met resistance at the guiding catheter bands during this activity. The stent and introduction sys were advanced through a 4.2mm accessory channel, that was positioned in a simulated biliary position. Once the stent was advanced through the accessory channel, resistance in removing the guiding catheter from the stent was encountered. Deployment of the stent was difficult during our analysis, but possible. After a review of the device history record for this lot #, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this prod family was conducted. Based on this review, the likelihood of this type of occurrence is rare.

Manufacturer narrative:
Conclusions: info provided indicated the user experienced resistance when advancing the stent through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the structured area. Attempting to place the stent after resistance is encountered could have contributed to the difficulty observed. If the introduction sys receives excessive pressure during an attempt to place the stent, damage to the introduction sys such as buckled areas can occur. Prior to distribution, all oasis - one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This prod was mfg prior to implementation of the corrective action. The likelihood of this type of occurence is rare. Customer qa will continue to monitor for complaint trends.